Manufacturer narrative:
(B)(4) additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the event occurred at the ccv 9i unit. The fixation (box clamp) did not fix properly the cvc. The cvc slipped out of the patient and a second cvc had to be inserted.